Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, resulting in a successful reset, and was advised to continue using the pump while contacting support again if the issue should recur.